Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. (B)(4).

Event description:
The physician reported that a connection issue with an associated lead was incurred while implanted, and the lead became unplugged. A re-intervention was performed to correct the issue.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported that a connection issue with an associated lead was incurred while implanted, and the lead became unplugged. A re-intervention was performed to correct the issue.